Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log was not provided. The reported device was not sent to brézins but the defective keypad was provided for further investigation. The part was mounted on a test bench for cross-testing. Once the battery was connected, the device started automatically and continuously beeped. This was likely due to a blocked key. The keypad was internally checked for infiltration but nothing abnormal could be found. The reported event seemed to be due to a weakness of a button from keypad. To our knowledge no patient consequences have been reported. This complaint is valid. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.

Event description:
Keypad not working.